Event description:
Patient had IV placed in the hand. Upon checking IV hourly, the rn found the IV disconnected at the hub. Infant was bleeding. Md said that the patient required the blood transfusion because the connector came apart and this caused the bleed. The staff were using the baxter interlink system, non-dehp t-connector extension set with the slip tip t-connecter. This connector separated from the IV catheter without provocation (infant was sleeping at the time of the incident). This disconnect caused infant to bleed. This event has occurred in at least 5 infants, but this reported event involved the largest blood loss (approximately 7 mls of blood). The nurses feel that this product is not user friendly and presents a safety issue. It takes a firm push and twist to lock the product in place and this does not work in the premature population. This product is designated for neonatal use only.